Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the compact air drive device was lacking power. It was reported that there were no delays in the procedure due to the event and a spare device available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 27th day of an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor of the compact air drive device was worn and the gear was worn. It was noted that the motor was defective. It was further determined that the device failed pretest for check the power with test bench, and check for air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.